Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer was using a heating pad for her lower leg. She is alleging that after 2 hours of use she noticed that her leg was red and later determined it was a burn.